Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 597 mg/dl; cause was unknown. Reportedly, customer was awaiting a replacement pump, however, tandem technical support was unable to confirm if customer was using the pump at the time of the elevated bg level. No additional information was available regarding the reported issue.